Event description:
During rewarming, when the cross clamp was removed, there was no forward flow from the pump despite normal rpm's. The pump despite normal rpm's. The venous reservoir was full. Flow would momentarily return when the arterial line was manipulated, but could not be sustained. The arterial line was switched to a roller head for the reminder of the case, which was uneventful. Pt is doing well.